Manufacturer narrative:
Exact date unknown, event occurred after a previous revision procedure that occured on (B)(6) 2020.

Event description:
It was reported that after a recent lead revision procedure (MFR #3006630150-2020-04807), the patient was experiencing loss of coverage as a result of lead migration. The patient underwent a revision procedure wherein the paddle lead was placed back into position. The patient was doing well postoperatively.